Manufacturer narrative:
Establishment name: (B)(6).the device was returned to olympus for inspection, and the customer's reported issue ¿abnormal image during preparation for use. The image was noisy, bright, and very dark, then not visible sometimes.¿ was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera video system center had a preliminary judgment of the interface, poor contact leads to abnormal image during preparation for use. The image was noisy, bright, and very dark, then not visible sometimes. Upon inspection and evaluation, the image flickers when the interface position is shaken, and the image cannot be recognized. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the video connector. Olympus will continue to monitor field performance for this device.